Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
According to the information provided, the patient was being prepared for transfer from a bed to a wheelchair, which was positioned approximately 3.5 feet (about 100 cm) from the floor lift. The sling was placed under the patient and the lift was placed above the patient. The sling was then connected to a four-point lift¿s spreader bar. As the transfer began and the patient reached the wheelchair, the maxi move's leg came into contact with the wheel of the wheelchair. At this point, the right leg sling clip detached and the patient slid forward and fell headfirst to the floor. The caregivers stated that sling clip was not attached correctly and head stiffeners (which support the patient head during the transfer) were not used during the event. According to the information provided, the patient suffered a head injury with possible brain bleed. After the event the device was evaluated by an arjo representative. The conducted inspection revealed no device malfunction.

Manufacturer narrative:
Arjo was informed about an incident involving the maxi move passive floor lift and the arjo passive clip sling (model number: maa4100m-m). According to the information provided, the patient was transferred from the bed to the wheelchair. When the resident reached the wheelchair, the leg of the maxi move came into contact with the wheel of the wheelchair and the right leg sling clip detached. The patient slid forward and fell headfirst to the floor. According to the information provided, the patient suffered a head injury with possible brain bleed. After the event, an arjo representative evaluated the device. The conducted inspection revealed no device malfunction. Both maxi move floor lift and arjo passive clip sling were in good condition, except the sling label that was too faded to be able to read the serial number. Additionally, the sling head stiffeners (which support the patient¿s head during the transfer) were not used during the event. Based on the information received, the customer believed that one of the leg clips was not properly engaged on the hanger bar pin. The customer thought that that it was possibly just catching the side of the clip. When they moved the patient, they believed the clip became completely detached resulting in the patient falling. Following all information gathered, the analysis does not lead to the identification of a root cause due to some misunderstanding of the event. Effectively, in the description of the event, it mentions that the detachment occurred at the moment where the lift came into contact with the wheelchair, which was placed 3.5 feet away from the bed. However, the information received also mentions that the customer believed that one of the leg clips was not engaged properly on the hanger bar pin (possibly just catching the side of the clip), and that the clip became detached fully when they moved the resident. Therefore, the misunderstanding comes from the fact that if the clips were not adequately attached at the beginning of the transfer, it is unsure how it would have been possible to lift and move the patient over a distance of 3.5 feet long. This is because once the clips are installed, and the lifting has begun, the tension present during the transfer maintains a downward force on the clips ensuring they remain in the desired location on the lugs. This tension comes from the gravity of the person's weight, which does not change once the lifting process has started. Conversely, if a movement over a distance of 3.5 feet in length was possible, this suggests that the clips were properly attached at the start of the transfer until all of the patient's weight had been lifted. Therefore, if the clip did detached at the same moment that the leg of the lift encountered the wheel of the wheelchair, the impact would have caused lateral movement of the patient. However, the clip is prevented from moving in these directions because it will be obstructed either by the spreader bar or by the mushroom shaped end of the lug. In this case, only an upward force greater than the one applied by the gravity of the person's weight may possibly pull out a clip under tension which under normal conditions of use, is highly unlikely to happen. There is no indication in the complaint of such an upward force. The maxi move instructions for use (001.25060.en) states: ¿caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ ¿warning: always make sure there is enough clearance around the patient or the device during the transfer to prevent any impact.¿ the passive clip sling instruction for use (04.sc.00-int1_6) indicates: ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ also, the ¿preparations ¿ before every use¿ section instructs the user to ¿check all parts of the sling [¿] if any part is missing or damaged ¿ do not use the sling. Check for: [¿] unreadable or damaged label [¿]¿ the document also indicates in the "applying the sling" section to ¿check that the stiffeners are completely inside the stiffener pockets (¿)¿. To sum up, while the event occurred arjo maxi move passive floor lift and passive clip sling were used as a system for a patient transfer when the resident fell out of the device. No technical malfunction of the device or sling was detected that could have caused or contributed to an adverse event. The root cause of the event could not be determined with certainty. The system failed to meet its performance specification as the right leg sling clip detached from the spreader bar of the device resulting in a patient fall and a serious head injury.